Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates

Event description:
Reference number (B)(4) event occurred in bahrain on (B)(6)2024, it was reported that the patient faced infusion set leakage in tubing. Infusion set was in use for 2 days. No further information available.